Event description:
During an orif of the distal femur procedure, the surgeon was reducing the fracture by utilizing the pull reduction device. After the femur was reduced to the plate, when removing the pull reduction device it broke into two pieces. One of the broken pieces broke into the junction of the bone and the other broken piece was discarded by the facility. The broken piece that broke off into the bone still remains in the patient. The surgeon reduced, plated and closed up the femur fracture. See attached user facility report

Manufacturer narrative:
Device used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Should be pull reduction device 4.3mm percutaneous drill guide. Should be pull reduction device. Should be synthes (B)(4).